Manufacturer narrative:
Updated: h2 and h3

Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The data showed that the device completed first and second priming sequences and was deactivated at the end of second prime. The rotational sensor data showed that rotational sensor abnormalities occurred during priming, which resulted in first prime ending earlier than expected. The ratchet gear did not rotate enough pulses by the end of second prime to allow the needle mechanism to deploy. Inspection of the drive mechanism components found the commutator cap to be contaminated. It could not be conclusively determined if the contamination on the commutator cap resulted in the rotational sensor malfunction. The rotational sensor malfunction was confirmed to be the cause of the needle failing to deploy. The exact cause of the rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.